Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was while reporting an issue charging their ins see pe (B)(4). Pt also reported even if the ins stimulation was off the ins was shocking them even if they were just sitting on their recliner. Pt said they normally turn off and, on the stimulation, every 15 minutes. The patient was redirected to their healthcare provider to further address the issue.